Event description:
This is report 4 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Five days later, the patient was discharged from the hospital. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: h12j26076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. (B)(4).